Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon burst inside of the patient and fell out. The patient went to the (B)(6) clinic to have the catheter replaced. No pieces of the balloon were missing and there was no impact to the patient resulting from the reported event.

Manufacturer narrative:
No sample was returned for evaluation; however, based on photo received, the root cause of the reported problem was unable to be determined. How and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter balloon burst inside of the patient and fell out. The patient went to the (B)(6) clinic to have the catheter replaced. No pieces of the balloon were missing and there was no impact to the patient resulting from the reported event.